Event description:
It was reported that the pump could not be charged despite the customer attempting multiple cables and power sources. The customer stated that the usb port had recently been cleaned with computer duster. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.